Manufacturer narrative:
Submit date: 11/30/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. Upon service of the unit, physically burned components were found.

Manufacturer narrative:
Submit date: 03/07/2017. An evaluation of the kangaroo pump was performed for the reported condition of the unit has physically burnt components. The unit was triaged and the reported issue was confirmed. There were traces of burning on the unit's motherboard. The likely cause of trace amounts of burning on the motherboard is due to a blown fuse. Fuses on the motherboard will open in order to act as a safety mechanism. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications.